Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual for movement disorders. It was reported that the recharger is working but the patient is unable to charge their device pass 50% mark. They attempted to check the charging statistics on the tablet and got the error code: 0x7d887782. Caller attempted to pull up the info multiple times but got the error code each time. At the time of the call the tablet showed the ins was at 50%. Caller noted the patient is charging in office and the recharger is showing 4-8 coupling boxes, 50-75% quartile charging. The caller mentioned that the patient stated that he was only having to charge a couple hours int the past to get 100%. It was determined that they can rule out the patient not being able to charge based on the initial call as it appears to show that the ins >50%. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the charger was tested with another rechargeable battery and was able to charge. It was determined that the patient should charge for a longer duration. The issue has been resolved and they will spend more time charging the ins. This information was confirmed with the physician.